Event description:
Additional information: the displayed number of pump revolutions greatly fluctuated, and the patient became concerned. The pump rotation speed was in the 3000 rpm range momentarily. When the pump flow rate was checked, the number was also fluctuating. After a few seconds, the display stabilized at 5000 rpm. The cause of the speed reduction could not be confirmed. As of 30sep2022, the speed reduction had not reoccurred. The patient and their device would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump speed displaying less than 4000 revolutions per minute (rpm) could not be confirmed based on the submitted log files. Furthermore, the corresponding fluctuations in pump flow could not be confirmed. A specific cause for the reported event could not be confirmed through this evaluation. The submitted system controller event log file contained data from 30aug2022 through 07sep2022. The stored patient speed was set to 5000 rpm with a low speed limit of 4600 rpm. It was noted that the patient¿s speed did not reduce below 4600 rpm. Furthermore, there were no fluctuations in pump flow as the flow ranged from 3.9 to 4.8 liters per minute (lpm). The file primarily consisted of routine power source exchanges and pulsatility index (pi) events. No hazard alarms were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01apr2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. C) is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller displayed a pump speed of less than 4000 rpm. The patient was asymptomatic and no alarms were recorded. Nothing unusual was seen in the log files.